Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage was found. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the jaws of the force bipolar instrument were locked in a closed position, and the tips looked off. The customer replaced the force bipolar instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument jaws were stuck on tissue when the issue occurred. The site used an instrument release kit (irk) to open the jaws and release the instrument successfully. There was no adverse effect to the grasped tissue and no unexpected tissue removal. There was no unexpected bleeding. There are no photographic images of the device(s) or a video recording of the procedure. The procedure was performed on a 57 year old african american male who was born on (B)(6) 1963 and weighed 80.8 kg. Patient tests, history, or pre-existing medical conditions could not be provided.